Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site. The customer reported issue of thermogard exhibited mid 09 (air trap assembly) error message was confirmed during the initial functional testing and event log. The air trap sensor block was replaced to remedy the fault. In addition, not related to the reported complaint, top lid found to be broken and require replacement. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed and no similar compliant was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during the system setup, console generated a mid:09 (air trap assembly) error. No patient involvement was reported.